Event description:
It was reported that prior to starting a da vinci procedure, the ends of the pk dissecting forceps instrument would not open and the jaws were not working. The instrument was not used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to confirm the customer's reported issue. The instrument cables showed no damage at the distal end of the instrument. The blue housing was opened and found no cables were damaged. The grips were able to open and close manually driving the input disc. The instrument was placed on ipt test and passed. An additional observation not reported by site was that the instrument main tube had scratch marks /abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .230 and .254 in length and not aligned with the tube axis. An additional observation not reported by site was that the instrument was placed on an in-house system recognition test and it failed. The pogo pins did not exhibit any damage. No other damages were found on the instrument. The reported complaint of the instrument would not open and jaws were not working does not itself constitute a reportable event this failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the instrument failed recognition test and tube scratches on the main tube during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.